Event description:
The customer reported via phone call that his blood glucose level was high. His blood glucose level was over 500 mg/dl. He felt that the infusion sets were occluded. The customer stated that there was blood in the cannula and the tape was slightly wet. Meaning that insulin was coming from the site. He declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.